Manufacturer narrative:
Product analysis #(B)(4). Equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; within plastic bio-pouches. The pipeline flex was returned outside the phenom 27 catheter. Damage location details: no bend was observed on the pushwire. The distal hypotube was found to be slightly stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The pushwire was found to be broken at distal hypotube and the remaining segment was not returned for analysis. Therefore, any contributing factors could not be assessed. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the broken end was sent out for sem (scanning electron microscopy) analysis. The total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. Conclusion: based on the analysis findings, the customer¿s complaints were confirmed. From the damages seen on the braid (frying), and hypotube (stretching) and pushwire (broken); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Per the sem result, the broken end failed via fatigue, then to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline "broke" and could not be pass through the phenom 27 microcatheter. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left posterior communicating artery. The max diameter was 7.8mm, and the neck diameter was 5.1mm. The landing zone was 3.21mm distal and 3.88mm proximal. The patient's vessel tortuosity was moderate. The access vessel was the right femoral artery, which was 12.5mm in diameter. It was reported that after the pipeline reached the intracranial aneurysm during delivery, the stent broke without the surgeon deploying it making it impossible to push and withdraw it. The stent was automatically deployed by 75%. By pushing the 5f intermediate catheter to go upper, the stent was withdrawn to the intermediate catheter and then removed from the body as a whole. The pipeline was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure showed the blood flow was observed to be normal. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a non-medtronic guidewire, sheath, and guide catheter. Additional information received reported the stent was pushed in the phenom, pushed into the skull, and broke before being pushed out, causing part of the stent to be automatically detached. The pushwire was separated. The braid was not fractured. It did not prematurely release from the resheathing pad. There was no other issue. No resistance, tried to retrieve the stent but found it could not be retrieved. Intraoperative radiographs revealed fractures to pushwire.